Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy pacemaker (crt-p) device was found to exhibit high out of range pacing impedances and noise on the left ventricular (lv) lead. During the pacing system analyzer (psa) test, the lv lead pacing impedances measured to be greater than 2000 ohms. The physician suspected the cause was due to connection issues and opted to remove this crt-p device and replace it with a new device. The lv lead was connected to the new device and retested. The psa results showed the lv lead impedances still to be greater than 2000 ohms. The physician reconfigured the lead and was able to find a vector with impedances that were within normal limits (wnl). No additional adverse patient effects were reported. The lv lead remains in service, while the crt-p device was removed and is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy pacemaker (crt-p) device was found to exhibit high out of range pacing impedances and noise on the left ventricular (lv) lead. During the pacing system analyzer (psa) test, the lv lead pacing impedances measured to be greater than 2000 ohms. The physician suspected the cause was due to connection issues and opted to remove this crt-p device and replace it with a new device. The lv lead was connected to the new device and retested. The psa results showed the lv lead impedances still to be greater than 2000 ohms. The physician reconfigured the lead and was able to find a vector with impedances that were within normal limits (wnl). No additional adverse patient effects were reported. The lv lead remains in service, while the crt-p device was removed and is expected to return for analysis.